Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device was due to procedural circumstances. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), chordal rupture, and posterior leaflet flail for a mitraclip procedure. The second clip (xt) passed all functional tests during device preparation. While capturing the leaflets, the gripper did not lower all the way. The gripper was unable to capture the leaflet, despite troubleshooting. The clip was removed a replaced. The gripper tip of the replacement xt became stuck at the tip of p1 (posterior 1 leaflet). Standard troubleshooting was unsuccessful. The clip was forced to be implanted where it was stuck in the unintended location. Both leaflets were able to be grasped, despite the entanglement. The physician stated that abbott needed a quick solution to better design the gripper and minimize the risk of damaging the valve. The mr was reduced to grade 2. There were no adverse patient sequelae.